Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified since no issues were found during evaluation. However, it is likely the event occurred because of a malfunction of the internal power supply or control board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated and no problems were noted during testing of the unit.

Event description:
A user facility reported to olympus that an "e103" error was generated. The intended procedure was completed using a different device and with no delay. There was no patient injury or harm, associated with the problem, reported to olympus.